Event description:
Related manufacturer reference numbers: 1627487-2019-04209, 1627487-2019-04208, 1627487-2019-05692. It was reported that x-rays confirmed that the patient's s1 and s2 leads had also migrated. In turn surgical intervention was undertaken wherein all of the patient's leads were explanted on (B)(6) 2019 and replaced with two brand new leads. Post-operatively, stimulation therapy was restored.